Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a cochlear implant surgical procedure, it was observed that the motor device was broken in pieces, leaking oil and was extremely hot to touch. There were no delays to the surgical procedure. The surgery was completed successfully. A spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. It was also observed that the device unit reflected heat with a reading of 123.9 degrees fahrenheit which is greater than manufacture specification (123.9 degrees fahrenheit; specified reading is temperature shall not exceed 118 degrees fahrenheit), the thermistor failed and there was a black powdery substance coming from top end. The cable was not a company device and the unit reflected noise with a reading of 78 decibels which is greater than manufacture specification (78 decibels; specified reading is sound level must not exceed 76 decibels). It was also noted that the locking components at the top end were covered in bearing grease, the inner race of bearing was displaced and the bearing and thermistor wire were broken. The broken bearing is consistent with normal use over time which caused the motor heat, noise and the front end to be covered in bearing grease. It was determined that the thermistor wire was worn out and broken which caused the thermistor assessment to fail. It was determined that these issues were due to normal use and servicing over time. The connector cable issue was due to tampering with the device. The device component damage was caused by user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate